Event description:
Boston scientific received information that during the implant procedure of this right atrial (ra) lead and several repositioning attempts a pericardial effusion was noted. The physician suspected that the effusion was the result of a perforation by the right atrial lead. The lead was left implant, but an increase in thresholds was noted. All other measurements were stable. The implant procedure was completed with no further adverse patient effects.

Manufacturer narrative:
Should additional information become available this investigation will be updated.